Manufacturer narrative:
Zimvie received one (1) t3pt4310, (t3® pro tapered implant 4/3mm (d) x 10mm (l)) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, and apparent dried blood attached to external threads. However, no apparent damage/malfunction to the implant was identified that would cause or contribute to the reported event. Markings are likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120026464. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120026464 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root causes determined from the investigation are improper techniques used, and patient factors. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability . G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H11: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided. H6: additional h6- patient codes: 1932: inflammation.

Event description:
It was reported that the implant at tooth site #20 was too close to adjacent tooth and too deep. Implant placement. Implant was too close to adjacent tooth and too deep. Symptoms as a result of the event: abscess, edema, inflammation, pain & swelling.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report d4: lot/serial # d4: device expiration date d4: device UDI number g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h4: device manufacturer date h10: added manufacturer narrative h11: corrected data.